Event description:
It was reported that the patient felt an overstimulation sensation as well as experienced a loss of therapeutic effect. The patient also had communication problems with his programmer and was seeing the poor communication screen. The morning of the report, it took 25 attempts to communicate. The patient was in extreme pain. The patient stated that the stimulator had been turning itself on and off and had been changing intensity on its own. If the patient moved a certain way he felt overstimulation would lead to spasms that caused him troubles with breathing. The patient would try to change groups, which would help, but the stimulation would suddenly build and the patient could not control it. Stimulation was decreased which helped when the patient was standing, however that same amp (.65) did not help with his pain when he sat. The patient had been reprogrammed on (B)(6) 2014. At this time, a company representative told the patient that the stimulator was on the verge of needing replacement. In addition, the patient suspected blood clots and stated he had some fluid in his lungs from the stimulator. The blood clots were ruled out with an x-ray. The patient was going to see his physician the next day. The patient did not have enough pain killers to turn the device off. It was further stated that the prior programs were not effective. The patient had his programs changed every other month so that he didn¿t ¿get immune¿ to them. During the reprogramming session on (B)(6) 2014, two new programs were added. Impedances were within normal limits. The patient was very sensitive to the stimulation. It was clarified that that the spasms were at the lead. The patient would have increased stimulation which caused the pain and muscle spasm. The patient would attempt to turn stimulation down but have trouble communicating with his programmer. Additional information was requested, if received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 389033, lot# v061767, implanted: (B)(6) 2007, product type: lead. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708320, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient felt like the battery may be starting to deplete.